Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Results: bd received 2 actual samples and 1 photo from the customer facility for investigation in support of this complaint. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion. Confirmed complaint. Bd was able to confirm customers' indicated failure mode of foreign matter on needle. Refer to CAPA (B)(4), for fm on needle, to document the investigation path.

Event description:
It was reported by lab technician, prior to use, that there was black foreign matter on a bd vacutainer® flashback blood collection needle, 22gx1", with a black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.